Event description:
Implantable systems post market study reported pt's implanted infusion pump had flipped and they were unable to refil. The flipped pump was surgically corrected in the operating room. The pt was reported to exhibit no symptoms associated with the flipped pump, and was reported to have recovered without sequela from the surgical procedure.